Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications nor injuries were reported.